Event description:
Per the clinic, the device was explanted due to not being appropriately placed in the cochlea. The device was explanted (date not reported) and the patient was reimplanted with another device.

Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2012; not (B)(6) 2011, as previously reported. Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).